Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the distal tip of the expedium quick connect di polyaxial screwdriver sheared off from the instrument upon insertion of a concomitant device pedicle screw. The broken tip remained in the head of the implanted bone screw and was unable to be retrieved by the surgeon. Surgeon continued with the operation. Affiliate reports there was no harm to the patient.

Manufacturer narrative:
(B)(4). Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided for this analysis as it remained in the head of the implanted bone screw. Magnified optical images were taken on the fractured surface. The fractured surface reveals plastic deformation at the hexlobes and torsional shear markings at the center of the part following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the expedium quick-connect dual innie polyaxial screwdriver was conducted. The driver was released (B)(4) 2005 and has been in the field for approximately nine (9) years. No issues were identified in the manufacturing and release of this driver that could have contributed to the problem reported by the customer. A 12-month review of the complaint trend analysis for the expedium quick-connect dual innie polyaxial screwdriver was conducted on the specific product code from this complaint file as the product family does not exist for this instrument. No systemic trend requiring further action was identified as a result of the analysis. The root cause of the driver¿s distal tip becoming broken cannot positively be determined. As there have been no issues identified in the manufacturing and release of the device and no systemic trend has been identified, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate